Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump alarm was sounding because it was below the "low reservoir" level for two or three days. The patient took oral medication to help her with the symptoms of withdrawal and she was refilled on (B)(6) 2017. She is doing well now and the pump nurse will be checking reservoir levels at next visit to ensure the pump tubing has not been compromised. It was an error on the office side as they had an old print out showing an incorrect refill date. The office has new policies in place to hopefully stop this from happening again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving morphine [20 mg/ml] at a rate of 17 mg/day via intrathecal drug delivery pump. It was reported that the patient's pump was alarming and they were having withdrawal symptoms and was vomiting. The pump must have gone empty but they were not able to confirm this information since they have not seen the patient yet. They think that the office had accidentally scheduled the refill date 2 weeks later than it should have been. The patient had seen the healthcare provider (hcp) and was given oral medication in the meantime and at first was throwing the orals back up but the hcp had the patient take them rectally which resulted in the patient calming down and feeling much better the following day. The patient was going to be seen on (B)(6) 2017.